Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: a review of the black box and alarm history indicated multiple call service 078 alarms occurred on (B)(6) 2016. Visual inspection revealed moisture corrosion in the battery canister. The pump alarmed with a call service 078 alarm upon the first rewind attempt. The pump cover was removed and additional internal moisture ingress was observed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.